Event description:
The event was reported as: the cuff leaked during use on a pt. No pt injury reported.

Manufacturer narrative:
A DHR (device history record) review was conducted for the reported lot number. The review did not show issues related to the complaint. The complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the reported defect.